Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was pacing below the lower rate. It was noted that the patient was hypotensive. The ipg remains in use. No further patient complications have been reported as a result of this event.